Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. Sobczynski r, rzucidlo-resil j, trebacz j, kleczynski p, kapelak b, legutko j. Fulminant periannular destruction after valve-in-valve transcatheter aortic valve implantation unmasking advanced hiv infection. Pol arch intern med. Published online november 28, 2025. Doi:10.20452/pamw.17169 the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "fulminant periannular destruction after valve-in-valve transcatheter aortic valve implantation unmasking advanced hiv infection", the following event was identified as related to ew devices: a 61 years-old patient with a perimount magna 25mm valve implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of eleven (11) years due to degeneration, which led into severe aortic regurgitation (peak / mean transvalvular gradients 98 / 51 mmhg, vmax 5.0m/s). The patient presented with progressive exertional dyspnea (nyha iii). A non-edwards transcatheter valve was implanted within the edwards surgical valve, without intraprocedural complications.